Event description:
Follow up information received identified the patient had his scs ipg replaced with a new one. Effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was turned off three years ago prior to an unrelated back procedure, and the patient has not used the system since. A company representative met with the patient and confirmed the patient's scs ipg battery had depleted. The patient has requested to have the scs system removed.